Event description:
It was reported that the fragmentation basket separated during the procedure, and the cable separated at point 4 inches from the distal end. A snare device was utilized by the physician to remove the separated basket from the pt. There were no complications.

Manufacturer narrative:
MFR control no. Dc971050. The sample has been returned to arrow. Examination found that two wires on the fragmentation basket had fractured at the sleeve. It is speculated that the wires broke due to fatigue failure.